Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced volume inaccuracies while connected to a patient. The patient was removed from the ventilator and was transferred to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Result of investigation: a vyaire field service representative(fsr) evaluated the device onsite. Operational verification procedure was performed and all values obtained are within specifications. The ventilator is now ready for use.